Manufacturer narrative:
D10: 180-11-56 nv crown cup clsr hl w/ha 56 group 3: sn# (B)(6), 164-03-13 element-stem, collared w/ha, std offset, sz 13: sn#(B)(6), 01-032-03-4094 universal cup, head, delta, 40mm, -4: sn# (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a 56 yo male patient, who had thas in both hips, indicated that after some time with pain and loss of mobility in their left leg, they went to the traumatologist's check-up and they informed him that the prosthesis is totally worn out and that it must be changed urgently because it has already begun to affect the adjacent bone. He is with the preoperative, and the intervention is scheduled at a future date. Additionally, the patient reported complications in the right requiring crutches for support and a 70% and total disability. This is 1 of 2 events for this patient. (B)(4). Right hip event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The devices were not returned for analysis. No images, radiographs, or patient information were provided. The hhe noted, there is evidence that a moderately higher risk of edge-loading and premature prosthesis wear is possible in a specific subset of patients with certain implant configurations and surgical implant positioning. A number of variables including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) could have all contributed to the increased trend in wear/osteolysis. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the increased trend in wear/osteolysis. Patients with increased risk tend to present with signs for prosthesis wear and subsequent particle-induced osteolysis within the first 5 years after the index arthroplasty and have the following characteristics: significant edge loading of the femoral head on the acetabular liner, patients implanted with a lateralized liner, patients in whom the largest available femoral head and/or thinnest available acetabular liner was used, and patients implanted with a component having a shelf age of greater than 2 years. Those patients having a combination of risk factors will have the highest risk for early wear and lysis. This patient was implanted with a combination of the largest available femoral head and/or the thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.